Manufacturer narrative:
Analysis of the pump revealed no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider via a manufacturer representative and a patient representative regarding a patient receiving dilaudid (40mg concentration at 9.25mg dose) via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient was having issues with intermittent withdrawal symptoms. The catheter was checked and was working. The healthcare provider (hcp) was concerned the pump was the cause. It was noted that there were no environmental, external, or patient factors that may have led or contributed to the issue. A dye rotor study was performed and was successful. After the dye study, the pump was replaced. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight was asked and would not be made available, and medical history was asked but unknown. The patient status at the time of the report was alive with no injury. A patient representative (caller) also called into the manufacturer's patient services. The caller stated for the last year or more the patient had been having trouble with the pump. The caller stated that the hcp thought the tubing was getting kinked and the pump shuts off and the patient was not getting the medication, and then as the pump keeps pumping it builds up pressure and then a big dose is delivered. The caller stated the hcp took out the pump that was in the front and put t he pump in the back.